Manufacturer narrative:
An event regarding alleged failure mode involving a stryker shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as medical records were unavailable. Device history review: devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient's hip was revised due to loose cup. Surgeon replaced with a zimmer cup and stryker head. Unknown surgical side.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient's hip was revised due to loose cup. Surgeon replaced with a zimmer cup and stryker head. Unknown surgical side.